Manufacturer narrative:
An event of under expansion of valve, left bundle branch block (lbbb), loss of consciousness due to decreased heart rate and trifascicular block was reported. A post-implant balloon aortic valvuloplasty was performed due to valve under expansion. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The final non-coronary cusp implant depth was 6 mm, deeper than optimal 3 mm implant depth, which could have contributed to the reported left bundle branch block. Based on information received from field, the cause of the patient's lbbb was due to the post-implant balloon aortic valve valvuloplasty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, it was noted that a 27mm portico ng/navitor valve was successfully implanted in a patient. It was noted during procedure that the valve was partially re-sheathed once due to being deployed too low. A post-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device due to valve under expansion. There was no noted anatomical or tissue/calcium interference affecting expansion. There were no deployment or retraction difficulties during procedure. The final non-coronary cusp implant depth was 6mm and the final left coronary cusp implant depth was 4.5mm. It was noted post-procedure via electrocardiogram, that the patient developed a left bundle branch block (lbbb). No intervention was performed. On (B)(6) 2024, it was noted that a code blue was initiated due to patient's loss of consciousness for 20 seconds and a decreased heart rate of 60 beats per minute (bpm) from 110 (bpm). The patient was noted to have been sitting in a chair when the event occurred. The patient was moved from chair to the floor with spontaneous return of consciousness and increase in heart rate. Upon further review, it was determined that the patient had developed a trifascicular block. The decision was made to implant a dual chamber permanent pacemaker. The cause of the patient's lbbb was due to the post-implant balloon aortic valve valvuloplasty. The cause of the patient's loss of consciousness is due to the patient decreased heat rate. The cause of the patient's decreased heart rate and trifascicular block are unknown. The did have a prolonged hospital stay for monitoring of rhythm. The patient was discharged at the time of report.